Event description:
Patient found by nurse in asystole, and monitor did not sound alarm. Code called, unable to resuscitate patient. Post event print out from monitor showed that prior to event, monitor showed patient respirations with artifact. The monitor showed flat line, but obviously the patient was not asystole, because patient breathing and moving. During code, monitor showed CPR compressions, and post code the monitor alarmed. Health professional's impression: because monitor did not alarm, code may have been delayed for patient in asystole.